Event description:
It was reported by a peritoneal dialysis registered nurse (pd rn) in an unrelated file, that the patient had "a mini stroke not related to the cycler." Upon follow up she reported the patient was hospitalized in (B)(6) twice for stroke. According to the pd rn, the patient was discharged home (dates unknown at this time) and modality was changed to hemodialysis because of patient's memory impairment causing her inability to treat at home on the cycler. The pd rn denied the strokes occurred during pd treatment and does not know dates of admission or cycler serial numbers in the patient's home at the time of the events. Additionally, she reports the patient experienced an ischemic stroke which led to her kidney failure and requirement for pd. The patient has a prior history of stroke (ischemic) with memory loss, hypertension, diabetes mellitus, congestive heart failure and peritonitis.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. Dates of occurrence and device serial numbers are not known at this time. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported stroke with hospitalization. A supplemental medwatch report will be submitted upon completion of the investigation.